Event description:
During an l5-s1 alif procedure, the synframe ring piece of the synframe half ring that screws and holds the nuts together fell off as well as the nuts. The two nuts that fell out of the synframe ring piece the synframe half ring were retrieved and did not fall into patient. The surgeon was able to lock the ring down securely. One of the cold weld pieces on the synframe lengthener also came apart during the procedure. While inserting the proaccess radiolucent blades into the holder, the blades bent. The procedure was not prolonged due to this incident. The surgeon was able to use back up devices to complete the procedure successfully. This is 2 of 6 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history record revealed no complaint related anomalies.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The angle of the hanger can not be verified anymore because of the damage. The visible cracks at the deformation indicate that this damage was caused post-manufacturing, probably by applying too much lateral stress. This device is a wide retractor used with the synframe access and retractor system. The retractor attaches to the guide rod. This retractor is radiolucent to allow for anatomy visualization with fluoroscopy. This functional requirement dictates the material - 7075 aluminum. The chu reviewed the drawing. This drawing includes the appropriate dimensions, material, and finishing processes for a robust radiolucent retractor blade. The guide rod provide adequate clearance to accept the retractor.